Manufacturer narrative:
This product is not marketed in the us. (B)(4). Device evaluation: lens returned dry with reside in a micro-cenrifuge vial. Visual inspection found a torn haptic. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2, -10.00/+2.00/079 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.